Event description:
It was reported that the ventilator will not operate on battery power. No patient harm reported.

Manufacturer narrative:
A power management printed circuit board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.